Manufacturer narrative:
One (1) sample was received for evaluation. The sample was received without its original packaging, inside a plastic bag in decontaminated conditions. The complaint sample was visually inspected, and no damage or other defects were detected on the sample. During functional test, a leak is present in the filter of the sample. Complaint is confirmed; however, failure cannot be attributed to manufacturing process, as per instructions for use (IFU) cautions section leaking could occur if using solutions containing high levels of surfactants and may cause fluid leakage through the air vent passage of the filter. Sample was returned in used condition, and it is not possible to determine what type of solution was used during the hospital procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the set was leaking at the filter. No adverse patient effects were reported.